Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Visual examination of the device revealed that the internal bolster was found to be separated from the device and the bolster was not returned for analysis. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. It appears that the internal bolster was securely molded to the tubing. Moreover, the tube has swellings. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during removal from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy removal procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. During withdrawal of the placed device, the internal bolster detached from the tube inside the patient. Reportedly, the detached bolster was left inside the patient as they believe that it will pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good with no patient injury.